Event description:
On (B)(6) 2013, the reporter contacted animas alleging a display (blank screen w/moisture) issue. The reporter stated that the display screen went blank after being exposed to moisture and there was evidence of condensation behind the display screen. The display issue was not resolved after battery changes. There was no adverse event related to this complaint. This complaint is being reported because the alleged issue was not resolved with troubleshooting.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis 11/05/2013 with the following findings: evaluation revealed moisture behind the display lens. There was no evidence of cracks or damage to the display. The dual vent was found to be missing from the pump. The pump was not able to power on; no audible or vibratory sounds were evident. The pump history was unable to be downloaded. The pump cover was removed and internal moisture was observed in the pump. A leak test was performed, however, no leaks were found. Moisture ingress was due to the missing dual-vent component of the pump. Investigation could not be completed due to the pump¿s inability to power on and the internal moisture ingress. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.